Manufacturer narrative:
(B)(4). The customer returned one used sample and one used b. Braun ultrasite IV set code (B)(4), lot unknown. The (B)(4) extension set sample arrived out of the pouch primed. The b. Braun set was also fully primed. Visual inspection of the (B)(4) extension set male luer confirmed that it was broken off. Closer visual inspection under a microscope showed that there are what appear to be stress marks at the break point of the male luer. The luer collar was also visually inspected which showed a fracture through one side. The b. Braun ultrasite lad has what appears to be the broken portion of the (B)(4) male luer embedded in it. It appears that the (B)(4) male luer broke due to excessive torque/stress. The complaint will be confirmed. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter of a high flow rate extension set in which the male end of the syringe tubing snapped off in the main line tubing. This reported condition occurred during patient-use while administering IV medications on (B)(6) 2010. A bd ultrasite IV set for IV out look safety infusion system, product code us3140, was also used with this set. There was no report of any medical intervention or patient injury involved. No additional information is available.